Event description:
The consumer reported seeing a power on reset (por) message (occurred in (B)(6) 2016). The patient noted that she took her niece to physical therapy and she could have been around hospital type equipment. There were no symptoms reported. The patient was indicated for interstim- other. No further information was provided about this event.

Event description:
Additional information was received from a patient. It was reported the patient had seen a picture of a telephone and the doctor head appeared on the device when they tried to increase power. The patient called the number on the device and was sent the names, numbers and clinics in this area. The patient stated they had an appointment on (B)(6) 2016 to replace the batteries in their body with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.